Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy for af with rvr. The episodes were stored on egms and showed av interval indicated vt. Programming changes were made. The patient had no issues.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
The reported field event of inappropriate hv therapy was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.